Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Litigation alleges biologic corrosion and friction wear caused cocr metal ions and particles to be released into the plaintiff's body. The right side revision surgery was due to an adverse reaction to metal debris and burnishing of the metal liner of the right hip replacement. As a result, the plaintiff suffered bodily injuries, pain, discomfort, crushing or popping noises, difficulty standing or walking, hip fractures or dislocations, fatigue, infection, necrosis, metallosis, and inflammation causing damage or death to sorrounding bone and tissues.